Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - there were 13 non-sustained tachycardia episodes with ventricle to ventricle intervals less than 220 milliseconds on (B)(6) 2014. Ventricular short interval counts (sic) is 468 since last session 25 days ago. Lead failure predictor triggered on (B)(6) 2014. The right ventricular pace impedance was greater than 3000 ohms starting week of (B)(6)2014.

Event description:
It was reported that episodes of noise were recorded on the lead. The lead also had high impedance on the pace/sense conductor. The lead was capped and replaced. No patient complications have been reported as a result of this event.